Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level has been elevated (400-500 mg/dl) since switching from u-500 insulin to u-100 insulin. Reportedly, the customer administered boluses via the pump and refrained from eating to lower bg level. Troubleshooting did not occur with tandem's technical support as the customer's blood glucose level was normal at the time of the report.